Manufacturer narrative:
This report was previously sent under MFR#: 1526439-2012-02316, which is not a depuy hip number. Depuy still considers the investigation closed.

Event description:
This report was previously sent under MFR#: 1526439-2012-02316, which is not a depuy hip number. New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, asr xl acetabular system - right, reason(s) for revision: alval / soft tissue reaction. Update: surgeon added, information from (B)(4) email received (B)(6) 2012. Surgeon confirmation form received (B)(6) 2014. Surgery date amended. Additional hospital and surgeon added.